Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the instrument was received opened without the packaging. The instrument firing knobs were retracted, and the articulation lever was in neutral position. Functional testing noted that the instrument was successfully loaded with a single use loading unit (sulu). During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. It was reported that a foreign fragment or object was found in the packaging. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the instrument was loaded and clamped but would not cycle due to sheared firing rack teeth damage. The product analysis noted evidence that the device was not used as intended. The issue can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were debris in packaging, it was an unknown substance. Medtronic's initial evaluation of the incident device noted that internal components revealed sheared teeth on the firing rack.